Event description:
A customer observed discordant cea results between the vitros and a non-j &j assay on multiple samples taken from one patient. Biased results were reported, and the physician questioned the results. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as the result of this event.